Event description:
The dr claims that two days after the implantation procedure for a thoracic aneurysm was completed, the pt was draining serous fluid from the walls of the graft. On post-operative day 2 (pod2), the drainage was 2 liters/day, which reduced to 0.6 liters/day on pod5 and pod6. On pod7, 8 & 9, the drainage was further reduced to 0.45 liters/day. On pod10, localized seroma formation was found. Note: on 6/1/1999, co learned that no additional surgery was required.